Event description:
It was reported that during a review of a ten site multi-center study that over the past 18 months that there was a report a tecnis toric lens whereby patient no. 8 had severe capsular phimosis in their right eye on visit 6. No patient outcome or other information was provided. Per the study, the implant occurred in 2014. An MDR was submitted for the same ten site multi-center under 9614546-2015-00105 whereby the same study presented tecnis toric lens rotations. It is unclear if this MDR is part of the same population.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event: unknown; however, it was reported that the intraocular lens was implanted in 2014. Model/catalog no. The exact model and catalog number is unknown. It was reported that it is a monofocal tecnis toric lens (zct__). Serial number: unknown. Expiration date: unknown. Implant date. If implanted, give date: unknown, however it was reported that the iol was implanted in 2014. Explant date. If explanted, give date: unknown if the lens was explanted. (B)(4). Date of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.